Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced infusion set cannula bent event and experienced insulin flow block alarm on (B)(6) 2024. The events occurred 3 or more hours after insertion. The insertion site was at abdomen. The blood glucose level was 373 mg/dl and the patient was treated with correction bolus via pump and the customer replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.